Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 450 mg/dl. Customer stated that they has been getting a no delivery with insulin pump since they were trying to put on a new set. Customer stated that they performed a 5.0 unit fixed prime and insulin exited. Customer stated that they reconnect tubing at quick release and primed to 10.9 and insulin exited. Customer had high blood glucose because the set came off overnight, no high blood glucose troubleshooting required. The devices will not be returned for analysis.